Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by no retry mode on the device. The field service engineer performed the data sync as requested to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had patient data issues missing patient data and needed data sync. The customer reported an issue that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.